Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. However, as the reported issue could be intermittent, the technician decided to send a new dc/dc module to the customer. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective module was requested back to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a pump of a s5 system suddenly triggered an alarm stating that the arterial pump has no surveillance from level and bubble sensors. There was no report of patient injury.

Manufacturer narrative:
The dc/dc module was returned to livanova deutschland for further investigation. During the evaluation the reported issue could be reproduced. It was found that a defective dc/dc converter could be identified as root cause of the reported malfunction.